Event description:
Physician reports the lens was removed and replaced, due to an undesirable refractive outcome. The patient was implanted with a lower diopter lens without complication.

Manufacturer narrative:
The lens was not received for evaluation. Our investigation into this event suggests that it is not manufacturing related. Iol met manufacturing criteria at the time of release.